Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer opted to use a backup insulin pump for uninterrupted insulin delivery and was sent a new replacement pump by technical support.